Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged from not being impacted to 323 mg/dl. Insulin pens were used to address the bg level. The customer had changed the pump supplies and wore the pump in a case in an attempt to resolve the occlusions. The customer disconnected from the pump and was using insulin pens to manage diabetes. Tandem technical support reviewed the pump data and found that novolog had been used beyond 3 days and that the occlusions were closed and the user resumed pumping. The information was shared with the contact and customer.